Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported patient received the replace generator soon message. Patient updated the controller to the latest software and the issue was resolved.